Event description:
It was reported that the field representative requested review of device data for this right ventricular (rv) lead as the health care professional (hcp) was concerned about the impedance trends. Technical services (ts) reviewed the data and confirmed there was a gradual rise in shock lead impedance in (B)(6) 2023 however, impedances are within range. Ts provided troubleshooting options and recommended to perform defibrillation threshold (dft) testing if the device is programmed rv coil to can. Additionally, it was noted there was observations of noise on the shock electrogram (egm). At this time, the lead remains in service. No adverse patient effects were reported. Additional information was received which reported shock lead impedances measured greater than 200 ohms during manual testing. The device was programmed to a single coil configuration, and the patient was admitted for a full lead investigation. Additionally, there was observations of noise seen on the shock egm. Technical services (ts) recommended troubleshooting options and recommended x-rays. X-rays were performed and is awaiting ts evaluation. A request was made for engineering analysis and the device appears to be operating normally and confirmed the daily measurements are sufficient evidence of normal function. At this time, the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: based on the available information, the root cause of shock impedance high within normal limits cannot be established, as the product remains in service. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the report complaint. Device technical analysis: the device remains in service. Therefore, the root cause of the reported shock impedance high within normal limits cannot be confirmed. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk assessment: a risk review was completed and confirmed that the event of shock impedance high within normal limits - increasing gradually was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the available information, the root cause of the reported clinical observations cannot be established.

Event description:
It was reported that the field representative requested review of device data for this right ventricular (rv) lead as the health care professional (hcp) was concerned about the impedance trends. Technical services (ts) reviewed the data and confirmed there was a gradual rise in shock lead impedance in (B)(6) 2023 however, impedances are within range. Ts provided troubleshooting options and recommended to perform defibrillation threshold (dft) testing if the device is programmed rv coil to can. Additionally, it was noted there was observations of noise on the shock electrogram (egm). At this time, the lead remains in service. No adverse patient effects were reported. Additional information was received which reported shock lead impedances measured greater than 200 ohms during manual testing. The device was programmed to a single coil configuration, and the patient was admitted for a full lead investigation. Additionally, there was observations of noise seen on the shock egm. Technical services (ts) recommended troubleshooting options and recommended x-rays. X-rays were performed and ts confirmed there is a kink in the lead. Ts provided more troubleshooting options and recommended to perform dft testing. A request was made for engineering analysis, and the device appears to be operating normally and confirmed the daily measurements are sufficient evidence of normal function. At this time, the lead remains in service. No adverse patient effects were reported. Additional information was received in which a request was made for engineering analysis of vector breakdown. Analysis confirmed all measurements are within range. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction report being field to correct field h6 device codes. Correction report being filed to correct field h1 type of reportable event.

Event description:
It was reported that the field representative requested review of device data for this right ventricular (rv) lead as the health care professional (hcp) was concerned about the impedance trends. Technical services (ts) reviewed the data and confirmed there was a gradual rise in shock lead impedance in (B)(6) 2023 however, impedances are within range. Ts provided troubleshooting options and recommended to perform defibrillation threshold (dft) testing if the device is programmed rv coil to can. Additionally, it was noted there was observations of noise on the shock electrogram (egm). At this time, the lead remains in service. No adverse patient effects were reported. Additional information was received which reported shock lead impedances measured greater than 200 ohms during manual testing. The device was programmed to a single coil configuration, and the patient was admitted for a full lead investigation. Additionally, there was observations of noise seen on the shock egm. Technical services (ts) recommended troubleshooting options and recommended x-rays. X-rays were performed and ts confirmed there is a kink in the lead. Ts provided more troubleshooting options and recommended to perform dft testing. A request was made for engineering analysis, and the device appears to be operating normally and confirmed the daily measurements are sufficient evidence of normal function. At this time, the lead remains in service. No adverse patient effects were reported. Additional information was received in which a request was made for engineering analysis of vector breakdown. Analysis confirmed all measurements are within range. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction report being filed to correct field h1 type of reportable event.

Event description:
It was reported that the field representative requested review of device data for this right ventricular (rv) lead as the health care professional (hcp) was concerned about the impedance trends. Technical services (ts) reviewed the data and confirmed there was a gradual rise in shock lead impedance in (B)(6) 2023 however, impedances are within range. Ts provided troubleshooting options and recommended to perform defibrillation threshold (dft) testing if the device is programmed rv coil to can. Additionally, it was noted there was observations of noise on the shock electrogram (egm). At this time, the lead remains in service. No adverse patient effects were reported. Additional information was received which reported shock lead impedances measured greater than 200 ohms during manual testing. The device was programmed to a single coil configuration, and the patient was admitted for a full lead investigation. Additionally, there was observations of noise seen on the shock egm. Technical services (ts) recommended troubleshooting options and recommended x-rays. X-rays were performed and is awaiting ts evaluation. A request was made for engineering analysis and the device appears to be operating normally and confirmed the daily measurements are sufficient evidence of normal function. At this time, the lead remains in service. No adverse patient effects were reported.